Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to right ventricular (rv) failure and mulit-system organ failure (msof). The patient developed heparin-induced thrombocytopenia (hit), disseminated intravascular coagulation (dic), acute renal failure (arf) requiring continuous renal replacement therapy (crrt), and worsening right ventricular (rv) failure throughout their post-operative course. The device was not explanted and was not sent back for evaluation.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome . Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart failure, various types of organ failure, and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.